Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer installed powered switch kit and replaced the power supply to resolve this issue. Field service engineer confirmed with customer using other pyxis to find the medication for patients. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) unit was not power on. Customer stated that the cycled power switch, swapped known good power cable from another anesthesia station. There was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.